Manufacturer narrative:
Pentax medical america requested additional information from the site representative on 19-jul-2025. On 08-aug-2025, the product model and serial number information were obtained. On 11-aug-2025, a follow-up call was conducted to obtain information regarding patient involvement. From the email, it was confirmed that all associated rmas (return merchandise authorizations) and return labels for the complaint products had been received from customer service, and that the products would be returned for service in groups of three until all returns were completed. During the call, it was stated that specific procedure dates and patient information were not available; however, it was confirmed that there were no associated serious injuries with these complaints. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information. The following potentially contaminated endoscopes are associated with this event and have been reported under separate MDR numbers: 9610877-2025-00155_eg29-i20c_(B)(6)_endoscope possible contamination_fu1. 9610877-2025-00156_eg29-i20c_(B)(6)_endoscope possible contamination_fu1. 9610877-2025-00157_eg29-i20c_(B)(6)_endoscope possible contamination_fu1. 9610877-2025-00158_ec38-i20cl_(B)(6)_endoscope possible contamination_fu1. 9610877-2025-00159_ec38-i20cl_(B)(6)_endoscope possible contamination_fu1. 9610877-2025-00160_ec38-i20cl_(B)(6)_endoscope possible contamination_fu1. 9610877-2025-00161_ec34-i20cl_(B)(6)_endoscope possible contamination_fu1. 9610877-2025-00162_ec34-i20cl_(B)(6)_endoscope possible contamination_fu1. 9610877-2025-00163_ec34-i20cl_(B)(6)_endoscope possible contamination_fu1. 9610877-2025-00164_eg29-i20c_(B)(6)_endoscope possible contamination_fu1. 9610877-2025-00165_eg29-i20c_(B)(6)_endoscope possible contamination_fu1. 9610877-2025-00166_eg29-i20c_(B)(6)_endoscope possible contamination_fu1. 9610877-2025-00167_ec38-i20cl_(B)(6)_endoscope possible contamination_fu1. 9610877-2025-00168_ec38-i20cl_(B)(6)_endoscope possible contamination_fu1. 9610877-2025-00169_ec38-i20cl_(B)(6)_endoscope possible contamination_fu1. 9610877-2025-00181_ec34-i20cl_(B)(6)_endoscope possible contamination. 9610877-2025-00182_ec34-i20cl_(B)(6)_endoscope possible contamination. 9610877-2025-00183_ec34-i20cl_(B)(6)_endoscope possible contamination.

Event description:
On 22-jul-2025, pentax medical became aware of an event involving a pentax medical video colonoscope model ec34-i20cl, serial number (B)(6) in idaho, united states. The o-ring of the channel separator (2-8-539) used in the steris automatic endoscope reprocessor (advantage plus) was found to be degraded and damaged. As pentax medical endoscopes had been reprocessed using this aer, a report was received indicating the possibility of inadequate reprocessing. It was reported that 19 pentax medical endoscopes had been reprocessed using this aer, raising a concern that reprocessing may have been inadequate. One of these endoscopes was found to have an air/water supply issue, and upon inspection it was determined that the air/water channel was blocked by a fragment of the o-ring from the channel separator during reprocessing. This case was determined not to require MDR submission. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information b4: date of this report - updated g6: follow-up #: 1 h2: if follow-up, what type? - updated h3: device evaluated by manufacturer - "no" to "yes" h6: codes updated - component code, type of investigation, investigation findings, investigation conclusions. Additional information d4: primary unique device identifier (UDI) h4: device manufacture date h11: evaluation summary. Evaluation summary this event was reported as a possible contamination concern because the affected endoscope had been reprocessed using an aer with damaged o-rings. The malfunction that occurred in the device was clogging of the air/water channel. Based on the investigation, a potential root cause of this failure is the deterioration of the o-rings on the steris channel separators used with the advantage plus aer. A definitive root cause of the reported issue could not be identified. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at pentax medical miyagi on 08-jan-2025 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 16-jan-2025. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed. The following potentially contaminated endoscopes are associated with this event and have been reported under separate MDR numbers: 9610877-2025-00155_eg29-i20c_(B)(6) endoscope possible contamination_fu2, 9610877-2025-00156_eg29-i20c_(B)(6) endoscope possible contamination_fu2, 9610877-2025-00157_eg29-i20c_(B)(6) _endoscope possible contamination_fu2, 9610877-2025-00158_ec38-i20cl_(B)(6) _endoscope possible contamination_fu2, 9610877-2025-00159_ec38-i20cl_(B)(6) _endoscope possible contamination_fu2, 9610877-2025-00160_ec38-i20cl_(B)(6) _endoscope possible contamination_fu2, 9610877-2025-00161_ec34-i20cl_(B)(6) _endoscope possible contamination_fu2, 9610877-2025-00162_ec34-i20cl_ (B)(6) _endoscope possible contamination_fu2, 9610877-2025-00163_ec34-i20cl_ (B)(6) _endoscope possible contamination_fu2, 9610877-2025-00164_eg29-i20c_ (B)(6) _endoscope possible contamination_fu2, 9610877-2025-00165_eg29-i20c_(B)(6) _endoscope possible contamination_fu2, 9610877-2025-00166_eg29-i20c_ (B)(6) _endoscope possible contamination_fu2, 9610877-2025-00167_ec38-i20cl_ (B)(6) _endoscope possible contamination_fu2, 9610877-2025-00168_ec38-i20cl (B)(6) _endoscope possible contamination_fu2, 9610877-2025-00169_ec38-i20cl_(B)(6) _endoscope possible contamination_fu2, 9610877-2025-00181_ec34-i20cl_ (B)(6) _endoscope possible contamination_fu1, 9610877-2025-00182_ec34-i20cl_ (B)(6) _endoscope possible contamination_fu1, 9610877-2025-00183_ec34-i20cl(B)(6) __endoscope possible contamination_fu1.